Event description:
The consumer alleges the walker fell and the screws under the release buttons scraped down her leg, resulting in a cut that required 13 stitches.

Manufacturer narrative:
User was transgressing in their kitchen with their walker, and fell contacting a screw cutting their leg requiring stitches. History with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.